Event description:
It was reported that the healthcare providers (hcps) don't want to put in another two implantable neurostimulators (ins) that patient has been of risk of infection and they want to put in a one battery system. ( activa rc) . Patient representative states previous implanted neurostimulator and leads were also replaced due to infection and the patient had to wait two years before having them replaced. Caller did not know when this was done but thinks this may have been 2014. Patient was on ivantibiotics and it was a horrendous situation. Caller states being told patient cant get an MRI. Agent reviewed MRI guidelines. Caller states patient has a meningioma grade 2 ( non-malignant ) in the middle of his brain and has had radiation, surgery and didn't get it all. Patient has CT scan on june 8th or 9th. Caller asking about wireless recharger. No symptoms were reported. Additional information was received from the patient representative that the current system only lasted 15 months and the doctor was upset and they don't know if it's because the settings had to be turned up or not. Caller stated the hcp said it was not good to take the risk of infection every 15 months, so they are getting a rechargeable system. The patient was redirected to their hcp to further address the issue. Refer to manufacturer's report 3004209178-2023-11679 for details pertaining to the reportable related event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.